Manufacturer narrative:
(B)(4). Batch # m53w5t. Sled movement. Conclusion: the analysis found that one pce60a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr60b cartridge reload was received partially fired 1/16 and loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. The knife was returned to its home position and the device was disassembled to reset the bailout system and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The knife reverse button force worked properly during testing. No short cut or absent cut were noted during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open lobectomy, the knife did not move forward at the 1st firing on the lung. The knife did not return to the home position with the knife reverse switch. Eventually, the knife returned with the manual override lever. Another device was used to complete the case. There were no adverse consequences to the patient.